Event description:
It was reported that the patient's mother was concerned about her daughter's electrode. There appears to be a pattern with an increasing number of electrode channels becoming hi. Measurements taken in 2008 show that channels 4, 6 and 12 are hi and the ground path impedance is 3.52.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.